Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead implanted: (B)(6) 2020.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent undersensing on stored electrograms (egm) , possibly causing the device to mark some episodes as terminated while still in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.